Event description:
It was initially reported that the programming handheld was no longer producing sound. The volume settings were adjusted, but it still would not beep when interrogating. A hard reset was also performed but the handheld sounds were still not occurring. It was indicated that the handheld was able to perform interrogations and diagnostics without issue; however the sound was just not working. Attempts for product return and additional information have been unsuccessful to date.